Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported a pounding or biting sensation in the tailbone area that started a couple of months ago. Pt also reported faster implant (ins) battery depletion, stating that the battery previously lasted about four days but now lasts only about two days. Pt denied recent falls or trauma near the ins location but mentioned significant weight loss. Pt was using group b at the time of the call and stated that lowering stimulation did not improve the pounding sensation. Agent instructed pt to switch to group a, and pt reported that the sensation was not nearly as bad compared to group b. Pt also stated that group c does not work well. Pt confirmed that the adaptivestim feature was not available on any group and expressed interest in having that feature activated. Agent redirected pt to the doctor (hcp) and medtronic rep for further evaluation and management.